Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the errors e006 (non-conductive fluid )and e619 (data transfer) could not be confirmed/reproduced. The event can be detected/prevented by following the instructions for use which state: ¿error e619 is described in chapter 8 ¿troubleshooting¿: ¿wait for the completion of the data transfer which takes about 3 seconds. As soon as the data transfer is completed, the instrument name is displayed on the screen. Then the hf instrument can be activated.¿ in older versions of the IFU, this note is unfortunately missing in the description of error e486. ¿product letter no. 11 instrument recognition issue¿, which was issued recently, says the following on the topic: ¿this message is displayed when the universal socket was activated too early (within two seconds) after connecting the olympus instrument to the generator because the instrument recognition data readout process from the instrument internal memory chip is still in progress. The description of error handling in the message helps the user to solve the problem. Note: this error type is valid only for latest software versions 4.09/4.11. Therefore, the e619 never occurred with software 3.06 which covered this root cause by e486, too.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported issue was unable to be confirmed. During the evaluation no error was displayed. The device evaluation did find that the volume control was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that generator has a errors e006 (non-conductive fluid )and e619 (data transfer). The issue was found during a transurethral resection procedure. The procedure was completed with a similar device. Though there was a procedure delay of around 15 minutes with patient under spinal anesthesia, there were no adverse events or serious deterioration in the state of health of any person due to the issue. There were no reports of harm.